Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had no delivery alert. The customer¿s blood glucose level was 526 mg/dl. The customer did not provide information about symptoms due to high blood glucose. The customer took 10u of insulin before call. After filling reservoir customer checked her sugar value and insulin pump was not set up and rewind; kept being asked customer to be disconnected, not doing anything. Advised customer to run manual prime with empty insulin pump until piston reaches end of travel and insulin pump alarmed with no reservoir. The customer was advised to reinsert reservoir and run manual prime until at least 5.0 units and they observed that insulin exiting the tubing or insulin pump alarmed flow block. Customer reported that insulin did not exit the tubing with manual prime and it alarmed during manual prime. The customer noticed bent cannula while changing infusion set. The insulin pump will not be returned for analysis.